Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked around the reservoir compartment. The customer's blood glucose reading was 436 mg/dl at the time of incident. Troubleshooting found that the plastic chips off every time the reservoir is changed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The backlight display functioned properly and no backlight display anomaly noted. The insulin pump was received with minor scratched display window, broken battery tube threads and broken reservoir tube lip.